Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient would get unable to connect when trying to connect to their implant. The issue began yesterday. During the call patient charged the implant and they were at 100%. Patient got unable to connect on mystim rc. Patient restarted the handset and communicator but still got unable to connect. Patientturned airplane mode on then off, closed applications, and restarted the communicator again but still got unable to connect. Patient turned the recharger off. Patient still got unable to connect. Patient removed the communicator and attempted to pair the communicator by entering the communicator serial number manually but still got unable to connect. Communicator was turned on. Agent sent request to repair to replace the communicator.upon further review agent made an outbound call and left a voicemail to confirm patient's last name, dob, and phone number since agent did not verify information during the call and was unsure if the previous agent confirmed information before transferring patient to patient services.information was received from the rep.it was reported that they are attempting to interrogate implant with the tablet (ct900e) and receiving message "therapy turned off, stimulation settings are too high...amplitudes will be sent to 0". When caller chooses to set amplitudes to 0, they receive system error 0x38c98a4 and is forced to restart the app. Caller stated they've tried this several times and the tablet finds the patient's serial number but they continue to receive the same messages. Caller stated patient received a "shock" as they were in afib on (B)(6) 2025 and once they got home, they were having issues connecting to implant with their equipment. Caller stated that implant was on during the "shock" and that prior to this procedure, they had been doing well with the system. Technical service specialist walked caller through performing a device reset using the tablet and afterwards, when attempting to connect to implant, they received notification that the "device has been reset" and por occurred with code:0 x10 0x80000000. Caller then received the same "therapy turned off" and system error 0x38c98a4 message as before. Caller used their colleague's tablet (ct900f) to attempt interrogation of the implant and again, the tablet located the patient's serial number but then gave system error 0x1775eca4 and "therapy turned off" messages. Technical service specialist reviewed that implant has likely been damaged due to cardiac procedure and recommended replacement of implant and to return implant once explanted. Technical service specialist escalated to principal technical service specialist.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep stating they did not cover the replacement case, the device was discarded. Rep mentioned the hospital does not allow reps to take explants, medtronic employee does not have possession of the device. Rep mentioned device discarded, customer refused return.

Event description:
Additional information was received from the patient stating that circumstances that led to the issue with getting shock was the result of being shocked for a fib in the hospital. The shock fried her battery. Patient said she received the new battery on (B)(6) 2025 at (B)(6) follow up with (B)(6) on (B)(6). Dr. (B)(6) performed the surgery.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.